Manufacturer narrative:
Multiple attempts with the site have been made, however, at the time of this report, the instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned and/or if additional information is received.

Event description:
It was reported that during a da vinci s hysterectomy procedure, while the surgeon was suturing and using the mega needle driver instrument, a break occurred in the instrument shaft and 'plastic' fragments fell into the patient's abdomen. One piece was retrieved, however, tiny fragments were unable to be removed and remain in the patient. The instrument was replaced with another instrument of the same type and the planned surgical procedure was completed. No injury was reported.